Event description:
Report received from the u.s.a. Stating that the device had hose damage. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. The device was repaired, and passed final acceptance criteria. If additional information is received, a supplemental MDR will be sent. (B)(4).